Event description:
It was reported that the needle core separated from the needle hub after being fired, so it could not cut and remove the histology tissue sample. The biopsy site was a kidney but the needle did not reach the kidney. No patient injury reported.

Manufacturer narrative:
DHR was reviewed and no deviations/issues were identified associated with this problem in regard to product materials or during packaging, manufacturing or qc inspection processes. The actual sample needle was received for evaluation. The device was visually inspected and no apparent defects were noted. It was noted that it was possible to move the stylet back and forth within the hub. The hub was sectioned and it was found that the notch on the distal end of the stylet was not completely molded in. There was also a space, behind and around the stylet, void of material. At this time, it is unknown if the void is the actual root cause of a contributing factor to the event. The complaint is confirmed as the stylet was free to move back and forth with the hub. The root cause is unknown.